Event description:
It was reported that a flogard intravenous solution administration set was ¿snapped¿ at the chamber. The tubing was observed to disconnect from the venter chamber while the set was being primed with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. Visual inspection revealed that the tube was disconnected from the chamber. The chamber was not available. Close visual inspection to the tube end revealed that the tube was inserted onto the chamber within specification. There is a CAPA open to investigate disconnections between tube and chamber. Should additional relevant information become available, a supplemental report will be submitted.